Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the patient questioned devices since "intrinsic". The patient also said the device was due for replacement and is talking to the doctor about lead extraction. The patient indicated that the doctor "repaired insulation on the lead" and that "capture" keeps increasing. No patient complications have been reported as a result of this event.